Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were smelling insulin. The customer reported that they were experiencing high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 320 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined to troubleshoot for high blood glucose. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer was also advised that the reservoir compartment will smell of insulin do to the piston going into the res where the insulin is sitting. The insulin pump will not be returned for analysis.